Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise.

Event description:
It was reported that noise was observed on an episode recorded from the implantable cardiac monitor (icm). The device is still in use. No patient complications have been reported as a result of this event.